Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified broken shell, missing shell, and fold creases. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp broken crease on anterior and wear abrasion. Based on the device analysis the final assessment was a sharp broken crease on anterior due to fold flaw opening, and missing shell due to inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and "patient's concern with the product." Device has been explanted.